Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and identified as requiring replacement. The component was to be replaced by the in house biomed department. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to power to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.